Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was an alleged inaccuracy. In addition, it was noticed that the screw mount was damaged and would not properly attach. There was no delay to the procedure. There was no reported impact on the patient's outcome.